Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. After manipulation, the clip successfully released from the catheter. It was also noted that the handle was broken. As the clip was able to release from the catheter after manipulation, the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
A visual examination of the returned device noted the clip assembly fully deployed and not returned. The over sheath assembly was missing. The control wire was kinked. The slider cover was broken, with half of the cover missing. The cross pin was found detached from the slider and the inner sheath accordioned. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. After manipulation, the clip successfully released from the catheter. It was also noted that the handle was broken. As the clip was able to release from the catheter after manipulation, the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.